Event description:
Per pt. Tracking dept., system was removed for infection per rep. Rep was called and it was found out that md had explanted the system without telling the rep. And implanted an ela system. They do not have a date of explant. Also removed were: setrox s 60, MDR 1028232-2007-00416, kentrox sl 65/16, MDR 1028232-2007-00417.